Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device was disposed of.

Event description:
During a total hip reconstruction, while reducing the hip with a head reduction tool (syk6889) the tip of the tool broke off. The tip was located and removed from patient without incident.

Manufacturer narrative:
This investigation shall be performed by the legal manufacturer innomed. All information received have been forwarded to innomed for complaint investigations and regulatory reports.

Event description:
During a total hip reconstruction, while reducing the hip with a head reduction tool (syk6889) the tip of the tool broke off. The tip was located and removed from patient without incident.